Manufacturer narrative:
Device not returned.

Event description:
It was reported that during the procedure the console displayed a goodbye message and the screen turned white. The procedure was canceled due to this issue. There was no reported clinical consequence to the patient.

Manufacturer narrative:
The device history record (DHR) confirmed that the device met all material, assembly and performance specifications. The console was not returned for analysis; however, the console was evaluated on site. The field service engineer (fse) reported the goodbye message was identified in the system log. The issue could be reproduced by manipulation of the power distribution board. The power distribution board (pdb) was replaced and the system was tested and verified to function according to manufacturer's specifications. The field service engineer (fse) replicated the fault condition. The issue was observed to be intermittent. The fse found by taping lightly the left bottom side of the pdb, the error occurs. Measuring voltages on the board, checking fuses and other components found nothing obvious. The pdb was replaced. Auto tested the console for 18 minutes and the error did not show. Replacing the pdb resolved the issue. The system passed full functional and electrical safety testing. The pbd was returned thus confirming the reported issue experienced. The issue was most likely due to an electrical failure with the pdm. Could be hairline cracks in the traces on the pdm. The cracks in the conductors occurs over time and flexing of the board. An evaluation conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that during the procedure the console displayed a goodbye message and the screen turned white. The procedure was canceled due to this issue. There was no reported clinical consequence to the patient.

Event description:
It was reported that during the procedure the console displayed a goodbye message and the screen turned white. The procedure was canceled due to this issue. There was no reported clinical consequence to the patient.

Manufacturer narrative:
The device history record (DHR) confirmed that the device met all material, assembly and performance specifications. The reported goodbye message was identified in the system log. The issue could be reproduced by manipulation of the power distribution board. The power distribution board was replaced and the system was tested and verified to function according to manufacturer's specifications. An evaluation conclusion code of cause traced to component failure was assigned to this investigation.